Event description:
It was reported that the patient has recently had an increase in seizures, but it appears to be gradual over the last several appointments (relationship to pre-vns baseline unknown). There was a concern for the device approaching end of service, but eri was showing no. Reporter was told to keep an eye on the eri status to determine when device is near end of service. Attempts for further information have been unsuccessful to date.

Event description:
Surgery is likely, but has not occurred.